Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Provided logs confirm the reported issue. Our field service engineer (fse) investigated the issue further and found dirt on the safety valve¿s diaphragm. After cleaning the diaphragm and repositioning the pressure transducer filter, the ventilator passed all functional and safety tests and was returned for clinical use. Fse did not found any other defects with the device and/or faulty parts. The root cause of the issue has been identified and resolved. The most probable root cause was that there was dirt on the safety valve¿s diaphragm.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).